Event description:
Patient reported that blood glucose was tested, on the advantage system, with a result of 320 mg/dl. Based on this value, patient reportedly delivered 12 units novolog and had lunch (pasta with meat, vegetables, and fruit drink). Patient indicated that, four hours later, a neighbor was unable to wake him. Emergency medical services were summoned and, upon their arrival, patient's blood glucose reportedly measured 20 mg/dl on paramedics' device. Patient indicated that he was treated with an [unspecified] injection and given liquid to drink. No additional treatment was received. Patient reportedly felt better 30 minutes later. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.